Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "liquid around the implant, fluid around implant due to hole in the implant"and "their whole body hurts, brain fog and fatigue";

Event description:
Patient reported right side "liquid around the implant, fluid around implant due to hole in the implant detected by MRI/ultrasound imaging". Patient also reported "their whole body hurts, brain fog and fatigue"; these events are not device related. Device remains implanted.